Event description:
It was reported that the customer passed away and an autopsy was completed. It was stated that the cause of death was most likely due to ketoacidosis. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No occlusion or leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.